Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and duplicated the reported issue. The customer will receive a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that, during testing, their device detects a shockable rhythm but does not deliver a shock. There was no patient involvement reported with the event.